Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd synapsys¿ errors with the culture reading workflow were observed ny the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: issue description: samples that have already been authorised come back on the ready for reading worklists.

Event description:
It was reported that while using bd synapsys¿ errors with the culture reading workflow were observed ny the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 2. Issue description: samples that have already been authorised come back on the ready for reading worklists. "

Manufacturer narrative:
H6 investigation summary: his complaint was logged against synapsys material #444150, serial # (B)(6). During investigation of this case, bd service personnel dialed in to assess the samples in question. This review found that the affected samples had not yet been imaged. By design, if a sample is open in any function, the system will not consider it complete. In this case, these unimaged samples would be recognized as incomplete or unfinished. Therefore, synapsys functioned as designed in this case. This information was provided to the user to clarify this design feature and its function. Based on this investigation, this report is assessed as unconfirmed and no synapsys quality issues were identified. Review found complaints of this type were under statistical control for the month of march. Additionally, no adverse trend was identified for reports of this type. Device history record review was not applicable as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. However, as there is no evidence of any new adverse trend, hazard or risk, no additional action is currently indicated. H3 other text : see h.10.